Event description:
In 2000 an angio-seal device was deployed in the pt's right leg without complications. Three days post procedure, the pt experienced numbness in the leg and had difficulty walking; however, the follow-up physician could not identify the source of the problem. Two months later the pt presented to the hospital where a doppler/ultrasound revealed circulation of 146/left leg and 80/right leg. Three months later a blockage was confirmed. Eleven days later a right common femoral artery excision with patch angioplasty was performed. The pt was discharged with good pulses two days later.